Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Exterior physical visual inspection: fail.. Sensor wire is detached. The problem is confirmed because the sensor wire was detached from the sensor pod and seal carrier. The root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available.. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.